Event description:
Reportedly, the instrument did not fire correctly, resulting in a tear in the lung. As a result, to address the problem, the surgeon performed a thoracoscopic suturing of the tear using heart port instruments with a 3-0 chromic suture to complete the case without further incident. Procedure: left thorascopy with wedge excision of lu and ll lobes. Pt status: discharged.